Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740 (software version: (B)(4)). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The reported issue occurred intraoperatively. It was reported that the site was unable to transfer the spin they did with the medtronic imaging system to the medtronic navigation system. Upon checking, the site found that the exam did not have a nav tag and there was no green line for communication on the navigation system. Navigation connection was not enabled on the imaging system. It was noted that there are multiple medtronic navigation systems that are used at the site. The site enabled navigation connection, connected to the navigation system successfully, and had a green line of communication. The site was able to take another spin that had the nav tag, and they were able to continue with the case. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that there was one unused spin.